Event description:
On (B)(6) 2012 the distributor contacted animas alleging that the up arrow ok keypad buttons are unresponsive. There is no reported patient impact associated with this complaint. There is no further information available at this time. This complaint is being reported because it is unknown at this time if the keypad damage occurred prior to the button responsiveness issue or not.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: investigation revealed that all keypad buttons responded as expected. There was no physical damage to the keypad. No defect was found on investigation. The complaint could not be confirmed or duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).